Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that oversensing was noted with this left ventricular (lv) lead. Patient then had fluoroscopy and noted that the lv lead had pulled back slightly but still in the branch vein. Moreover, device checked showed a very high thresholds. Lv lead revision was done and found out that the lv lead migrated. This lv lead was explanted. No additional adverse patient effects were reported.